Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. The reported issue with failing pre-use check tests has been confirmed during evaluation of received problem description and service report. Moreover, provided ventilator logs confirm the reported issue on the given event date. The ventilator was investigated on site by our field service engineer. Air gas module was found defective and was replaced. After replacement of the air gas module, the ventilator functioned properly and was cleared for clinical use. The replaced part was not returned for investigation and since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).